Event description:
During evaluation of a home choice cassette, a cut in the cassette sheeting was noticed. Leak testing was performed, and a leak was noted at the cut in the sheeting.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h12h30030 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: during visual inspection of the returned sample a cut in the sheeting was observed. A leak at the site of the cut in the sheeting was found during leak testing. Clear passage and clamp function tests were performed with no issues noted. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.